Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip closed during instrument tip manipulation with a medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) is performing follow up with the customer to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the medium¿large clip appliers instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint that the clip closed during instrument tip manipulation. Failure analysis could not verify the external event. Upon visual inspection, no damage was observed on the grips. Manual articulation was performed multiple times and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed and passed on both attempts. The clips remained on the grips when reloaded. The instrument was fully functional. There was no problem detected. A review of the device logs for the medium¿large clip appliers instrument (part# 470327-12 / lot# k10220221-0012) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system sl0206 for a cholecystectomy procedure. There were 62 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Images associated with this reported event were not submitted for review. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6, h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the jaws closed, closing the clip while moving the instrument to/from the target tissue. Applier and clip was removed and exchanged for another to resolve the issue. No tissue damage or adverse impact to patient was reported and no additional treatment was provided. The case was completed as planned.